Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The blood glucose level of the customer at the time of the incident was 415 mg/dl and the blood glucose level at the end of the call was reported to be 460 mg/dl. The customer experienced symptoms of vomiting and blurry vision. The customer also mentioned that the needle of the infusion set was broken into the skin upon insertion and the cannula was also bent. The infusion set will be returned for analysis.